Manufacturer narrative:
UDI section unknown.no product information has been provided to date. A manufacturing device history record (DHR) review request was sent to the supplier; no further information has been made available to date. No product sample was received to send to the supplier for analysis. Should the product be returned or additional information be returned pertinent to the investigation, a supplemental report will be filed.

Event description:
It was reported that ?when the cuff cot is tested by the physical therapist, it was observed that it is punctured. Realized opening of new material out without intercurrences." There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient.